Event description:
Home patient's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 1/4 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, an extra supply line was left unclamped during therapy. Tsc assisted hp's family member in ending therapy early. Hp started a new therapy with the same supplies to complete their apd therapy. No patient injury or medical intervention was assoicated with this incident per hp.